Event description:
During pta of a lesion in the left superficial femoral artery, a powerflex pro balloon catheter ruptured at 5 atm. The procedure was successfully completed with another device and there was no patient injury. The lesion was heavily calcified and not tortuous. The rate of stenosis was 99%. After the lesion was crossed with a guidewire (radifocus, terumo and cruise, sjm), a powerflex pro was delivered and inflated at the lesion. However it ruptured at 5atm during its initial dilatation. Therefore it was removed from the patient and another new balloon (aviator plus) was used instead. The procedure was finished successfully. There was no reported patient injury. The product will not be returned for analysis.

Manufacturer narrative:
During percutaneous transluminal angioplasty (pta) of a lesion in the left superficial femoral artery, a powerflex pro pta balloon dilatation catheter ruptured at five atmospheres during its initial dilatation. There was no patient injury and the procedure was completed successfully with another device. The lesion was heavily calcified but not tortuous. The rate of stenosis was 99%. The device was handled and prepped per IFU. The brand of contrast was unknown but the contrast to saline ratio was 50:50. There was no difficulty crossing the lesion and no difficulty advancing the device to the lesion. There was no resistance and the device was easily removed from the patient. The product was not returned for analysis. The device history review (DHR) of lot 17044052 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The device was handled and prepped per IFU. The access site was the superficial femoral artery. The brand of contrast was unknown but the contrast to saline ratio was 50:50. There was no difficulty crossing the lesion and no difficulty advancing the device to the lesion. There was no resistance with any other devices and the device was easily removed from the devices and from the patient. It was also intact upon removal. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.